Event description:
It was reported to boston scientific, an article that was published in the journal of urology, that shows the results of actual hospitalizations and emergency department visits (ed) following surgical treatment of benign prostatic hyperplasia (bph). The data used in the article is from january 2016 to november 2022. The rates of emergency deparments visits and unexpected hospitalizations within 30 days of surgery were studied for 633,854 patients who underwent urethral lift, turp, aquablation, greenlight pvp, rezum system and urolift. A total of 125,986 patients were treated with the greenlgiht pvp procedure. Regarding only the greenlight cases, 1.5 percent of patients had unplanned hospital admission between 0 to 3 days post-op due to either hematuria, urinary retention, urosepsis, prostatitis, or urinary calculus. 2.3 percent of the patients visited the emergency department between 0 to 14 days post-op due to either urinary retention, hematuria, urinary tract infection (uti), urosepsis, or abdominal/pelvic pain. 3.4 percent of the patients visited the emergency department between 0 to 30 days post-op due to either urinary retention, hematuria, uti, urosepsis or abdominal/pelvic pain.

Manufacturer narrative:
Kaplan, s. & ashley, m. (2024). Mp27-13real-world analysis of hospitalizations and emergency department visits following surgical treatments for benign prostatic hyperplasia (bph) reveal distinctions between minimally invasive and traditional surgery. The journal of urology, 211 (5s), e428. Doi: 10.1097/01.ju.0001009400.86696.a2.13.